Manufacturer narrative:
One 6f ultimum dilator was returned for eval. The distal end of the dilator was missing from the point of the taper and was not returned. Magnified inspection of the dilator separation site revealed a thin layer of the outer wall was elongated and the inner was concave, which was consistent with a material fracture. A single paper print radiographic image was sent with the complaint. The frontal view of the femoral head shows evidence of sheath placement. Another catheter like density is visible and a surgical instrument points to a short straight density that overlaps the sheath in the mid portion. It is unclear in this single view to diagnose what this represents and what the correct placement was. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, microscopic examination confirmed the distal end of the dilator separated at the taper. Changes have been implemented to eliminate the potential for dilator material separations. This device was MFR prior to the changes being implemented.

Event description:
It was reported following placement of the ultimum introducer in the right femoral artery, upon removing the dilator and guidewire; it was noted the distal end of the dilator had detached and remained in the pt's artery. The right femoral artery was re-punctured and the pt underwent a percutaneous transluminal angioplasty. The pt did not complain of pain; the decision was made not to remove the detached section at the time. The pt was discharged following standard medical procedure post ptca.